Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the medium-large clip applier instrument's grip would not open, and the customer used the instrument release kit (irk) for the instrument failure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the customer: no fragment fell inside the customer; however, the customer did not know when the incident occurred. The surgeon could open the grip of the instrument at arm 4 during the procedure and the customer fixed the issue by using emergency release kit. The issue was not related to unexpected motion of clip applier while attempting to clip nor to unsuccessful clip application. The issue was not related to clip opening after closure of the clip. The customer was using the hem-o-lok clips with the medium-large clip applier. The reporter did not know if the vessel or tissue bundle greater than the specified diameter suggested in the instructions for use (IFU) or how many times had the subject clip applier been used during the case when the incident occurred. There are no photos and/or videos of this event available for isi review and patient demographic information was not provided. Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. The instrument was played in the golden system, but clip test could not be performed due to the severely bent grip tip. Components adjacent to this severely bent grip do not show damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.